Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose 177 mg/dl. The customer alleged the insulin pump was over delivering insulin because it kept lowering the basal and it's still giving too much insulin. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. They were treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned and reservoir will not be returned for analysis.